Event description:
It was reported that this right ventricular (rv) lead oversensed noise which resulted in an inappropriate shock. Device interrogation revealed a code 1005, indicating an open circuit condition. The rv lead also exhibited loss of capture (loc), and high out of range shock and pacing impedance measurements. Subsequently, a revision procedure was performed. Under fluoroscopy, the rv lead was fractured into two pieces at the junction of the subclavian and superior vena cava (svc). The distal portion of the rv lead was abandoned and the proximal pin was surgically abandoned and capped. A new rv lead was implanted. No additional adverse patient effects were reported.